Event description:
It was reported that device detachment occurred. A percuflex drainage catheter was selected for ureteral stenting. However, during the procedure, it was noted that the device had detached. Despite this, the procedure was successfully completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and device information, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.